Event description:
It was reported this was a bilateral arteriotomy closure of the right common femoral artery (rcfa) and left common femoral artery (lcfa) using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional. The sutures of two proglide devices were successfully placed. The sheath was upsized to a greater than 8.5f sheath and the aaa procedure was completed. Reportedly, the suture broke on advancement of the knot with a proglide device at each access site. A new proglide device was used and hemostasis was achieved with two sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional vessel closure device with the same reported issue referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional vessel closure device with the same reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported this was a bilateral arteriotomy closure of the right common femoral artery (rcfa) and left common femoral artery (lcfa) using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional. The sutures of two proglide devices were successfully placed. The sheath was upsized to a greater than 8.5f sheath and the aaa procedure was completed. Reportedly, the suture broke on advancement of the knot with a proglide device at each access site. A new proglide device was used and hemostasis was achieved with two sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
The following additional information was received as a correction of the event description: it was reported that two proglide devices were successfully pre-placed during this procedure in the right common femoral artery with the pre-close technique. Post-procedure, the sutures of these devices failed as the blue limb broke when pulling tension on the blue rail suture. Two additional proglides were used successfully to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture detachment was not confirmed as the returned device condition indicated the device was inserted into the anatomy but was not deployed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The returned device observations indicated the device was inserted into the anatomy but was not deployed. The returned device condition was not consistent with the reported suture detachment occurring during knot advancement. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.b5: event description.